Manufacturer narrative:
One portex soft seal tracheal tube was returned for analysis in used conditions. Upon visual inspection, no discrepancies were noted. Leak testing was performed by submerging the tube under water while inflating the cuff; leakage was observed coming out between the valve and pilot balloon. Relevant documents were reviewed and deemed adequate. Training records, bell-out, fit inflation line, leak test operations, and inflation line sub assembly were all reviewed; no discrepancies found. Tracheal inflation line and leak testing was performed on 32 units from manufacturing floor; no discrepancies noted. Based on the evidence, the complaint was confirmed. The root cause was due to manufacturing as the most probable causes were from solvent missing between pilot balloon and valve or lack of detection by production personnel.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received during pre-use check of a smiths medical portex soft seal tracheal tube, the cuff worked properly. After starting to use the product, the customer found no tear in the cuff. However, the cuff deflated even when air was put in it. No adverse effects were reported.